Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received a message requesting for a minimum of 50u of insulin after having completed the entire load process. The cartridge had been filled with 120-150 units. There was no reported impact to the customer's blood glucose level as she had not tested for it by the time of the call.